Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter powering off during use. The following complaint was classified based on information obtained from lifescan customer service. The patient stated the alleged issue began on (B)(6) 2011 in the morning. The patient was reportedly managing his diabetes with glucovance pills, 500mg and along with diet and exercise. The patient claimed approximately 2 hours after the alleged issue began, he developed symptoms of "thirst and tiredness." He reportedly increased his dose of glucovance pills on (B)(6) 2011 at 12pm. The patient denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and the batteries did not yet need to be replaced based on the meter's specifications of use. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.